Event description:
Allegedly the patient was revised due to mom complications: pain; high cocr levels (right). Head, sleeve and neck were explanted. Stryker dual mobility was used with our long 28mm ceramic head and a short modular neck (vv8) was implanted.